Event description:
Teh facility's biomedical technician reported an infusion pump with a failure code 812. This report was noted during biomed testing. The technician stated that they have no record of any pt incident involving the pump since the last baxter service event.